Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer had traded in device at a pharmacy for a new meter and strips so the device was not available for return. Device will not be returned.

Event description:
Customer reportedly received results of 20 mg/dl and 177 mg/dl within 10 minutes on the compact plus system. No actions were reported based on device results. No adverse event reported. Requested return of suspect device but customer no longer has the device. Replacement was sent.